Event description:
This customer reported that the sync button was not responsive and that the shocks resulted in the patient going into vf. The involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient.

Manufacturer narrative:
This customer reported that the sync button was not responsive and that the shocks resulted in the patient going into vf. The involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. A follow-up report will be submitted after phillips obtains more information about this event.